Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele and rectocele, stress urinary incontinence, dysmenorrhea, dyspareunia, and premenstrual dysphoric disorder. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, neuromuscular problems and other: pelvic floor dysfunction. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion that the patient experienced incomplete emptying, frequency, intermittency, urinary tract infection and urge incontinence.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 12/8/2016. It was reported that patient underwent mesh removal on (B)(6) 2014 by doctor (B)(6) due to pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.